Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the subject device was broken where it locked into the automated endoscope reprocessor. The user reported they could not connect the device to the channel connector in the basin. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the device is an accessory and the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the event was caused by external stress on the connecting tube. As a cause of the external stress, the user may have hit the tube by something hard or applied force toward incorrect direction. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help user to detect the event: "9 preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.